Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, the impedance trend on the rv (right ventricular) pacing lead was variable, and oversensing associated with the right ventricular lead. Oversensing observed on s2d egm. Since (B)(6) 2015 rv pacing impedance has been varying up to 1285 ohms and down to 821 ohms. Zero open circuit paces, zero short circuit paces zero non-physiological senses. Since, max rv capture threshold consistently measures between 2 and 2.5 v.

Event description:
It was reported that there was high threshold and noise observed on the right ventricular (rv) lead. It was noted the impedance trend showed minor ups and downs. The event was not replicated by various attempts such as stress test, moving the patient's arms around, or high output pacing. The patient is being monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.